Event description:
During a ptci procedure, the crosssail was placed in a diagonal vessel over a bmw wire, and a stent delivery system (sds) was placed in the lad over a separate guide wire using a double wire technique through a 7 french guide catheter. Reportedly, there was a lot of manipulation in placing the individual systems. The stent was successfully implanted and the diagonal was dilated. Upon removing the two systems together, resistance was encountered and the balloons would not retract. The balloons and the guide wires were then removed as system together, and it was noted that the crosssail and the sds had separated mid shaft. The distal ends of both catheters were still on the respective guide wires and were removed without difficulty. No patient injury was reported.